Event description:
The customer stated he had experiencing high blood glucose levels ever since she was hospitalized with a blood glucose reading of 29 mg/dl. The customer stated she may have delivered too much insulin for her high blood glucose, causing her blood glucose levels to go low. Trouble shooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement, prime and high pressure tests. The insulin pump had not been exposed to any magnetic fields.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report to the best of our knowledge. No conclusion can be drawn at this time.